Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found the enclosure dirty and scuffed, water reservoir is stained, pole clamp is damaged, drain fitting is rusted and line cord is worn. Device was filled with water, temperature check attached and powered on. The complaint has been confirmed as the membrane switch is not functional. The problem source however is unknown. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received that device alarms, and panel on the side is not operating properly. Incident occurred during preventive maintenance; no patient involvement.